Event description:
As per a user facility medwatch (no medwatch number given) it was reported that during a cholecystectomy the device was not firing clips and holding tissue properly. There was no patient consequence.